Event description:
It was reported upon interrogation, non-sustained rv oversensing due to suspected myopotential oversensing was observed. Programming changes were made. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.